Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (restricted posterior and anterior leaflet). The reported mr appears to be related to procedural conditions and due to the slda clips. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment. It was reported that on (B)(6) 2018 a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 4+. The patient presented with prolapsed anterior 2 (a2) and posterior 2 (p2) leaflets. The mitraclip was implanted without issue, reducing the mr to grade 1. On (B)(6) 2018, one day post procedure, the clip had detached from the posterior (p2) leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). The mr increased back to severe. No treatment was provided. There was no change to the patient's medications and the event did not require prolonged hospitalization. The patient was discharged and is reportedly doing fine. No additional information was provided regarding this issue.